Event description:
Customer reported 2 false positives with 2 different individuals when testing with the cue covid-19 test for home and over the counter (otc) use. This MDR is to document individual #1. See (B)(4) for alternate individual. Individual #1 tested on (B)(6) 2022 with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 22195e, reader sn (B)(4)) and obtained a false positive result. Customer had a confirmatory pcr test performed on the same day and obtained a negative result. Customer is vaccinated/boosted and mentioned possible exposure (no symptoms). Cartridges were stored appropriately.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.